Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher is dented. The event timing was during surgery and there is no harm or delay reported. Upon investigation, it was noted that the device had a damaged comb. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.